Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff as implanted with an ams monarc to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "has experienced significant mental and physical plan and suffering, has sustained permanent injury, permanent and physical deformity, has undergone and will undergo corrective surgery or surgeries." The plaintiff's attorney also alleges that the plaintiff experienced "damaged nerve endings that have lead to "neuromas;" "severe emotional distress;" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.